Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The hcp just inherited a patient whose pump had been empty since (B)(6) 2016. The pump was thought to be used for pain, but the manufacturer representative was unsure. The manufacturer representative would confer with the hcp about further steps. There were no symptoms reported. No further information was provided. Additional information was requested from the hcp, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.